Manufacturer narrative:
Medical device lot #: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd ultra-fine¿ insulin syringe there was a drug potency issue. The consumer states ¿when drawing the medication, it discolored to black.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned photos of 3/10cc syringes. Customer states that the medication discolored to black. The photos were examined and all syringes exhibited smeared ink on the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink). Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. (B)(4) was initiated to address such issues at this time.